Event description:
During an initial procedure on (B)(6), 2014, it was reported it wasn't possible to fix the augment with the tibia plateau. There was a gap between the augment and the tibia plateau. There was a delay in procedure of 40 minutes due to the event. To complete the procedure, the surgeon used a smaller augment. No further information has been received.

Manufacturer narrative:
The instrument was returned for evaluation. Evaluation confirmed the screws and augment conformed to the drawing specification for the manufacturing time period. The vanguard tibial trays have the threads cast into them with a 3.5mm depth. As a result, when the augment is assembled to the tibial tray, the 6mm protrusion of the screw touches the bottom of the threaded hole in the tray before it is able to tighten the tray onto the augment. The drawing indicated the augments were being manufactured while a change was being implemented to change the counter bore hole dimensions.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.